Event description:
During preventative maintenance of the device, the user reported the heater cooler a/d calibration reading on the 0 degree probe was out of specification. The reading was adjusted from -0.004v to 0.005v. The preventative maintenance was completed following the calibration. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.